Event description:
The customer reported that they were unable to view fluoroscopic image. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps3 power supply was evaluated and calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.